Event description:
Complainant alleged that the als unit responded to a call for a pt who was in cardiac arrest condition, and who was presenting a ventricular fibrillation heart rhythm. The medics attempted to apply the multi-function electrodes to the pt, but found that the white connector on the electrode wires was missing. The medics searched for another available set of electrodes, but none were available. The pt then presented an asystole heart rhythm. The pt subsequently expired. The complainant indicated that the reportedly defective multi-function electrode would not be returned to zoll for eval, as the electrodes had been inadvertently discarded subsequent to the event. In addition, the complainant was unable to supply the lot number of the pads, as the electrode packaging was also discarded subsequent to the event.